Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) band-aid tough strips waterproof unspecified USA. Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records cannot be conducted without the lot number. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 8041154-2019-00072 (band-aid tough strip 01) and 8041154-2019-00074 (band-aid tough strip 03). The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with unspecified band-aid tough strips waterproof. Consumer reported that she used 3 bandages to cover a road rash. When the consumer went to remove the bandages, they become stuck and pulled of layers of her skin. The consumer sought medical attention from an urgent care clinic. The consumer was prescribed an oral antibiotic and an antibiotic ointment for treatment. The health care professional indicated that the area had become infected. The symptoms have improved. However, the consumer is still experiencing red and slightly irritated skin in the area where the adhesive touched her skin. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 8041154-2019-00072 (band-aid tough strip 01), and 8041154-2019-00074 (band-aid tough strip 03). The same patient is represented in each medwatch.